Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. Since the atrial set-screw was not returned in the device, it was not possible to analyze its condition. However, the metal particles present on the backside of the silicone cap in the atrial position along with the identified damages sustained to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the connection attempt at the atrial position.

Event description:
Reportedly, during the implantation procedure: no click sound of the screwdriver was heard when connecting the atrial lead. During further attempt, the atrial set-screw was stuck on the screwdriver's blade when the physician pulled out the screwdriver of the slot. The pacemaker involved in this MDR report was not implanted and returned for analysis. Another pacemaker was implanted without anomaly.